Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the heart. Pericardiocentesis was performed to treat the pericardial effusion. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.